Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call she was experiencing high blood glucose levels of 600 mg/dl. Customer decline to troubleshoot for high blood glucose levels. Customer states having issues with infusion sets, cannulas were kinked. The pump will not be return for analysis.